Event description:
It was reported to sabratek that a malfunction distributed medication in two hrs when it should have been within 24 hrs. Pt was to receive 145 ml, 6ml/hr rate with a concentration of 5mg/ml of dobutamine. Pt was hospitalized and kept overnight for observation. Pt dicharged home on 11/27 without known sequelae using same infusion pump.